Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported on (B)(6) 2021 at 05:30 pm, their mp70 intellivue patient monitor failed to alarm for a desaturation event. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that on (B)(6) 2021 at 05:30 pm, the mp70 intellivue patient monitor failed to alarm for a desaturation event. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer has refused further support, therefore the cause cannot be determined at this time. No further investigation or action is warranted at this time. H3 other text : customer declined service